Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that the device fractured while inserting trial during a knee arthroplasty procedure.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report was sent in error and the initial report should be voided. Upon evaluation, it was determined that zimmer biomet does not hold reporting responsibility for the reported part.